Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and the catheter's map shifted and it was confirmed on intracardiac echocardiography (ice). They turned on the electrodes and the issue persisted. They used a decanav catheter, and the issue was resolved temporarily until the non-bwi catheter was moved to the right atrium (ra). It was also reported that when moving to the left atrium (la), there was a map shift with the non-bwi catheter. They inserted the octaray catheter, and the issue was resolved. The metal values were normal. They put the other catheter back in and the issue persisted. The issue persisted once the catheter was moved to the left atrium (la). Additional information was received and it was indicated that there were no errors. The map shift was discovered when the boston scientific farawave catheter was in the la and not in the right position on the carto map compared to ice and fluoroscopy. The ¿extended features¿ were activated to visualize electrodes. It was then discovered that the electrodes were about 20-30 mm anterior to its original position. The approximate difference in catheter location before and after map shift was about 20-30 mm shift. The physician did not perform cardioversion prior to the map shift and the patient did not move before detecting the shift. No patient adverse event was reported.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto 3 system and the catheter's map shifted and it was confirmed on intracardiac echocardiography (ice). They turned on the electrodes and the issue persisted. They used a decanav catheter, and the issue was resolved temporarily until the non-bwi catheter was moved to the right atrium (ra). It was also reported that when moving to the left atrium (la), there was a map shift with the non-bwi catheter. They inserted the octaray catheter, and the issue was resolved. The metal values were normal. They put the other catheter back in and the issue persisted. The issue persisted once the catheter was moved to the left atrium (la). Additional information was received, and it was indicated that there were no errors. The map shift was discovered when the boston scientific farawave catheter was in the la and not in the right position on the carto map compared to ice and fluoroscopy. The ¿extended features¿ were activated to visualize electrodes. It was then discovered that the electrodes were about 20-30 mm anterior to its original position. The approximate difference in catheter location before and after map shift was about 20-30 mm shift. The physician did not perform cardioversion prior to the map shift and the patient did not move before detecting the shift. No patient adverse event was reported. Hardware investigation details: an investigation was initiated by the manufacturer to investigate the issue. The logs were requested in order to investigate the issue, however, no data was received. Without the logs, an investigation of the map shift was not impossible. In addition, the field service engineer (fse) followed up with the customer and confirmed that the map shift was caused by a non-bwi catheter. The complaint history of the system was reviewed, and no other similar problems were found since the issue occurred. The system is ready for use. The history of customer complaints reported during the last year associated with carto 3 system #34768 was reviewed. No similar complaints were found. The manufacturing record evaluation was performed on carto 3 system #34768, and no internal actions related to the reported complaint condition were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. Correction to the initial report: corrected full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).